Event description:
It was reported that the tandem mobi pump battery would not charge despite the customer using the correct charging pad and cable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump being charging using secondary charging supplies sent by tandem.